Event description:
It was reported by the neurologist that the patient was observed to have high impedance at clinic visit. Clinic notes were received and reviewed. It was reported that the patient had system diagnostics performed confirming the high impedance >5300 ohms. Clinic notes reported that the patient was experiencing chest pain at the generator site. Xrays were performed and the neurologist and radiologist saw no clear evidence of a lead fracture. No known surgery has occurred to date. No additional relevant information has been received.

Manufacturer narrative:
D7. Explant date - correction - explant date was inadvertently entered for the suspect device in supplemental #1; however; the lead was not explanted/replaced. Only the generator was replaced during surgery.

Event description:
Per hospital policy, the explanted generator was disposed. No additional relevant information has been received to date.

Event description:
It was reported that the patient had a generator replacement occur. The suspect lead was not replaced. Impedance was observed to be within normal limits after the generator replacement. No additional relevant information has been received to date.